Event description:
End user reported that the handrims on his tracer4 (t4) wheelchair are scratched from use/abuse, from putting in and out of his car. End user states his hands are getting scratched up from the roughness. Wants replacement handrims. No alleged malfunction of the product. Filing based on injury.